Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: 475cc mentor smooth round moderate profile, catalog # 3501680, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation primary with a 475cc mentor smooth round moderate profile saline breast implant has experienced postoperative right-sided deflation, confirmed by a physician. As a result, the patient underwent bilateral explantation and replacement with unspecified breast implants on (B)(6) 2019.

Manufacturer narrative:
On 31-jan-2020, mentor completed the investigation on the suspect medical device. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Per the mre, the discrepancy in reported date of implantation has been confirmed. Multiple attempts in follow up for clarification provided no new information. The implantation date has been updated to the estimated date of 04-oct-2006 based on available information. If additional information is received, a supplemental report will be submitted as applicable. Device evaluation summary: according to the reported information, the patient experienced a deflation in the breast saline implant. During visual evaluation of the device it was observed a crease in anterior expanding to posterior view, additionally a tear within the crease was noted in posterior view, measuring approximately 0.1 cm. These kind of findings is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore no further investigation is required. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Mre review:  a manufacturing record evaluation was performed for the finished device (B)(6) number, and no non-conformances related to the reported complaint condition were identified. Manufacturing date: 28-jun-2006. Expiration date: 27-jun-2010. Manufacturer¿s reference number: (B)(4).